Manufacturer narrative:
Patient date of birth not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part no.: 04.117.203s; lot no.: l535757; manufacturing location: (B)(6), release to warehouse date: 31.aug.2017, expiry date: 01.aug.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that patient was implanted with a variable angle distal humerus plate (va dhp) for a supracondylar fracture on the humeral distal end on (B)(6) 2018. With the help of an unknown sleeve, a va locking screw was inserted into a distal hole of the va dhp plate. The screw was reported to just spin in the hole and did not lock. Surgeon attempted insertion in a different distal hole but achieved the same results. Surgeon then replaced the plate and was then able to insert the screws and lock them. Surgery was completed with a delay of approximately 5 minutes but no adverse consequence to the patient. After the procedure, surgeon stated the sleeve may not have attached to the plate during drilling, which could attribute the scratches in the damaged holes of the plate. This report is for one (1) 2.7/3.5mm va lcp posterolateral dhp 3 hole plate. This is report 1 of 3 for (B)(6), and 2.7mm/3.5mm ti va-lcp postlat dhp 3h/rt/75mm-short-ster.